Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: market country: (B)(6). Complaint description: "a (B)(6) male infant was under a uti roentgenography examination on (B)(6) 2012. After the examination, the medial professional tried to remove the foley but failed to do so. Therefore, they cut off the catheter shaft, but it still failed to deflate. So, they used a guide wire to puncture the balloon and deflate the balloon. Finally, the foley was removed."

Manufacturer narrative:
The event is deemed a serious ae as it required medical/surgical intervention to puncture the urinary catheter balloon in order to remove it from the bladder. The balloon had failed to deflate. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. Based on the investigation finding, malfunction of the product was due to collapsed inflation lumen wall below the inflation hole caused by the clamping during the catheterization process. Reported to the FDA on 02/28/2013.